Event description:
A malfunction was reported on the customer's pump, specifically displaying a malf 12 code, and it was noted to have occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and informed the customer that updates and training would be provided. The customer was advised to switch to mdi as backup therapy and understood the process of returning the faulty pump within 10 days using a pre-paid label.